Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon re-engagement (ready mode) of a side-firing being used for a prostate procedure, the aim beam came out of the tip at 73,321 joules. The procedure was completed with a third fiber. Pt outcome: "ok. No harm to pt".